Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the clinic for a follow-up. During examination, it was noted that the right ventricular lead exhibited high capture thresholds. The physician decided to not do any programming changes for the lead at this time. Patient was in stable condition.